Event description:
Boston scientific received information that two days post implant, during the left ventricular lead implant procedure, when the lv lead was advanced, this atrial lead dislodged. Several attempts to reposition this lead were unsuccessful. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, the entire lead was returned. Several cuts were noted in the insulation. Dried blood/body fluid was noted throughout the helix mechanism. Analysis concluded the lead was electrically continuous. It was thought the helix mechanism issue was due to the dried body fluid infiltration into the helix mechanism and may have contributed to the repositioning difficulty.